Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same date of diagnosis, the patient was hospitalized and was treated with vancomycin injection (1 gm, once in 4 days, intraperitoneal, ongoing) and ceftazidime injection (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was still hospitalized and recovering from the events. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: b5, b6 b5: upon follow up, it was reported that after sixteen days from the event onset, pd therapy was stopped, catheter has been removed and shifted to hemodialysis (hd). Recatheterization is planned after one month. The treatments were stopped on an unknown date. At the time of this report, the patient was still hospitalized and did not recover from the cloudy effluent but recovered from the abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.